Event description:
An Impella CP device was inserted into the right femoral artery in a 57-year-old male patient presenting in Society for Cardiovascular Angiography & Interventions (SCAI) stage A shock, prior to initiation of support. The Impella was inserted for ventricular support during a protected percutaneous intervention (PCI). The patient's comorbidities were not reported.When introducing the 14Fx13cm peel-away sheath and dilator into the patient's groin over the .035 stiff guidewire, the peel-away sheath cracked; therefore, was removed from the patient¿s groin. A new 14Fx25cm peel away sheath and dilator were then utilized to gain femoral access without complications.The post-procedure outcome is survived at explant. The Impella device will be reported due to the device exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.